Event description:
It was reported that "the surgeon impacted the trial cup and when hit the impactor to remove it, the cup part (strike plate) broke off."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.